Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. A follow-up will be submitted with any relevant info. The 3.0 x 19 mm graftmaster (part 12744-19, lot 501304), has been filed under a separate MFR#.

Event description:
Device issue: none. Adverse event: perforation and hypertension, subsequent death. Onset of adverse event: post procedure. It was reported that the pt arrived in the cath lab from intensive care unit (ICU) on a ventilator. During the procedure to treat the circumflex a perforation occurred with the use of a whisper guide wire. The graftmaster stent was being used in an attempt to treat the perforation; however, it would not cross. The pt developed cardiac tamponade and pericardiocentesis was performed. The pt became hypotensive and was put on an intra aortic balloon pump (iabp). The pt died at 1:46 on (B) (6) 2010. No additional info has been provided.